Event description:
A us distributor contacted zoll to report that a patient developed a broken skin rash under the lifevest equipment. The patient described the area as a red, chaffed rash on a small section of back on left side under therapy pad and it is red with slightly broken skin. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.